Manufacturer narrative:
The reagent lot number is 932865 and the expiration date is 31-mar-2027. The field service engineer (fse) replaced the cell rinse tubing and sample probes. The investigation is ongoing.

Event description:
There was an allegation of questionable total protein gen.2 results for 1 patient sample on a cobas c 703 analytical unit. On 24-apr-2026, the initial result was 51.6 g/l. The doctor questioned the result as the result did not match the patient's electrophoresis results for albumin. On 27-apr-2026, the sample was repeated on another analyzer and the result was 72.1 g/l. On 29-apr-2026, the sample was repeated 5 times on both analyzers and the results were all around 72.0 g/l. The repeat result of 72.1 g/l was deemed correct.